Manufacturer narrative:
(B)(6). This report was filed by the manufacturer. Customer reported that the event happened over a weekend - between (B)(6), 2011 and (B)(6), 2011. The device has been received and a follow up report will be submitted.

Event description:
Customer reported unable to maintain the blood pressure on a 6 month old child. Kept increasing the epinephrine drip with no results. The blood pressure was dangerously low when the nurse decided to remove the smartsite and connect the line from the syringe pump directly to the patient's femoral catheter. They saw an almost instantaneous increase in the blood pressure and the patient was stabilized without further incident. This was a complicated disposable set up and there was a triple extension set attached. No other patient information is available.